Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the patient code should have been e2401 instead of e2333. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient experienced vitreous prolapse. The lens was explanted with the reason not working and exchanged with atiol lens 4 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information has been received that the lens was rotated from its axis after implantation caused the residual refractive outcome. In the surgeon¿s opinion the product did not cause or contribute the event, it was rotation of the iol after implantation that caused or contributed to the event. The lens was exchanged with company lens of same model. There was no patient impact. The symptoms were resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).